Event description:
At explant. It was found out, that the device was not ruptured.

Manufacturer narrative:
Device was not returned. Photo was provided. Visual analysis: visual analysis of the photographs identified, no complaint against the device. No observation is performed. For the complaint, as the event is no complaint against the device. No additional observations were carried out. No further actions are required, as the device is observed out of its sealed package.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture diagnosed via magnetic resonance imaging (MRI). Device remains implanted.